Event description:
It was reported that the physician was experiencing difficulties when using the programming system to communicate with vns pts' devices. All the connections were checked and the wand battery was replaced. The issue resolved after holding the handheld in a certain position. A replacement system was sent to the site. The programming system has been returned to manufacturer where analysis is underway.